Manufacturer narrative:
Concomitant medical products: guidewire (300cm aguru support, boston scientific) catheter (5mm*4cm nse, goodman). Telephone number is: (B)(6). The device was not returned for analysis. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Please that the device in this report is not sold in the u.s. But it is similar to other cordis pta balloon catheters sold in the u.s with the lit product code. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
During an interventional procedure in the right superficial femoral artery which had severe calcification and continuous stenosis, a 5mm x 30cm x 155cm saber rapid exchange (rx) balloon catheter ruptured after insertion at 10 atmospheres (atm) during the second inflation. The procedure was completed with a non-cordis balloon that inflated the lesion enough and good flow was confirmed. There was no patient injury, and the device will not be returned for analysis because it was discarded in the hospital. An approach was initially made with a non-cordis sheath from the left femoral artery. A non-cordis guidewire crossed the lesion.

Manufacturer narrative:
During an interventional procedure in the right superficial femoral artery which had severe calcification and continuous stenosis, a 5mm x 30cm x 155cm saber rapid exchange (rx) balloon catheter ruptured after insertion at 10 atmospheres (atm) during the second inflation. The procedure was completed with a non-cordis balloon that inflated the lesion enough and good flow was confirmed. There was no patient injury. An approach was initially made with a non-cordis sheath from the left femoral artery. A non-cordis guidewire crossed the lesion. The device was not returned for analysis because it was discarded in the hospital. A product history record (phr) review of lot 82202064 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon- burst - at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics of severe calcification with continuous stenosis likely contributed to the reported event, as calcification is known to damage balloon material. However, without the return of the device for analysis it is difficult to draw a clinical conclusion between the device and event reported. According to the warnings in the safety information in the instructions for use ¿prior to angioplasty, the catheter should be examined to verify functionality and integrity, and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Do not use if product damage is suspected or evident. To reduce the potential for vessel damage or the risk of dislodgement of particles it is very important that the inflated diameter of the balloon should approximate the diameter of the vessel just proximal and distal to the lesion. The balloon dimensions are printed on the product label. The compliance table incorporated with the product shows how balloon diameter increases as pressure increases. Do not exceed the rated burst pressure recommended on the label. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Pressure in excess of the rated burst pressure can cause balloon rupture and potential inability to withdraw the catheter through the introducer sheath. Balloon rupture can cause vessel damage and the need for additional intervention. Use only the recommended balloon inflation medium (a 50/50 mixture by volume of contrast medium and normal saline). Never use air or any gaseous medium to inflate the balloon.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.